Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump went into suspend and returned several no delivery alarms. Caller reported that the customer had a blood glucose level of 350 mg/dl prior to the call. Caller reported that this was treated with an insulin pen. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.